Event description:
It was reported that the guide wire is being returned as faulty. The guide wire was used in the patient. A double wire technique was used in a bifurcation lesion. When the guide wires were removed, the guide wire was found to be damaged. This MDR is being filed based on the returned good product evaluation that revealed a separated tip.